Manufacturer narrative:
Attachment: (B)(4).

Event description:
During a root canal, the non-latex dental dam split and came off over clamp patient was unaware of what happened. This product has been used many times before without an issue. All parts were retrieved and there was no harm to the patient.